Event description:
Reportedly, on (B)(6) 2019, the patient had episodes of ventricular fibrillation (vf). The first episode detected was not sustained due to the presence of a ventricular tachycardia long cycle (vtlc). However, the long cycle of 280ms was recorded as vtlc while the previous one of the same duration was not. Moreover, during the second episode, no capacitors charge occurred for more than 12 seconds and the vf ended spontaneously. Preliminary analysis revealed that the device behaved within specifications and according to the programmed parameters.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019, the patient had episodes of ventricular fibrillation (vf). The first episode detected was not sustained due to the presence of a ventricular tachycardia long cycle (vtlc). However, the long cycle of 280ms was recorded as vtlc while the previous one of the same duration was not. Moreover, during the second episode, no capacitors charge occurred for more than 12 seconds and the vf ended spontaneously. Preliminary analysis revealed that the device behaved within specifications and according to the programmed parameters.